Event description:
An endurant stent graft system was attempted to be implanted in a patient for the endovascular treatment of a 67 mm diameter fusiform abdominal aortic aneurysm. The patient was asymptomatic. The external iliac arteries were 10 mm in diameter but with severe calcium and tortuousity. It was reported that the physician was not able to implant either of the bifurcated stent grafts. During attempts to insert the delivery systems, the patient¿s iliac artery ruptured. A bifurcated stent graft was not implanted and only endurant limbs were placed. The iliac rupture was successfully resolved. It was noted that there was no gap observed between the tapered tip and the graft cover on either of the delivery systems prior to insertion; there was no gap seen on either of the delivery system when they were removed from the patient. No additional clinical sequelae were reported and the patient is fine. The device was returned for evaluation. The reported vessel perforation event could not be confirmed; as the events took place in-vivo and could not be replicated. The gaps noted on the returned delivery systems were most like due to the severe calcium and tortuosity of the patient¿s iliac arteries. Film review analysis: review of returned pre-implant cta¿s confirmed that the patient had very angulated and tortuous vessels. The infrarenal neck angulation was 90 deg max a-p and 45deg max l-r. The flow lumen diameter at the level of the lowest left renal was 30 x 34mm, and the neck was extremely calcified. The max diameter aaa was 6.0cm, and the aaa contained thrombus (3cm flow lumen). The distal aortic diameter was 16mm and severely calcified. The takeoff of the left common iliac was 11mm in diameter and was acutely angulated and extensively calcified. The left common iliac artery was moderately tortuous, 11mm in diameter, and also calcified. The external iliac arteries were 8-9mm in diameter and also calcified; bilaterally. Images during attempted implanted of the devices were not available for review. It is likely that the patient¿s extensively calcified and tortuous anatomy contributed to the events.

Manufacturer narrative:
(B)(4).